Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2026 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine (unknown) (6 mg/ml at 0.2885 mg/day). It was reported that the patient had an occlusion of the spinal segment of catheter following catheter study per patient report. The spinal segment was removed and new spinal segment placed at t10. 27.5 cm was removed from 114.3 cm existing 8780 leaving 86.8 cm. 61 cm was trimmed from 8782 which is 86.4 cm long leaving 25.4 cm. This resulted in a new catheter length of 112.2 cm and volume of 0.247cm. The catheter access port (cap) was aspirated and cap and catheter only prime was performed. It was reported that the patient's pain returned in december resulting in several emergency room visits and dosage was increased. Patient then had more flare ups in march resulting in 4 hospital visits within 42 hours per patient report. This was always treated with dose increases until a catheter study was performed and it was determined that the catheter was being occluded in the intrathecal spinal segment. The healthcare provider turned the pump to minimum rate and the patient has been getting by with oral medication. Patient stated that he did start to have withdrawals after being turned down to minimum rate.